Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to pin hole at a-rubber. As a result, the event occurred. However, a definitive root cause could not be determined. It was reported the device was reprocessed before returning to olympus. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in bf-190 series operation manual "chapter 3 preparation and inspection" IFU states the preventative measures in bf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was observed that the bronchovideoscope exhibited foreign objects in the distal end. There were no reports of patient involvement.